Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a connection issue between the patient line and transfer set. The patient reported during set up and dwell, the patient line separated from the transfer set, as it was ¿difficult to tighten and loose¿, so they restarted with new supplies. It was reported there was no defect on the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.